Manufacturer narrative:
The pad-pak was first installed on june 2010 and performed to specification up to the 31st august 2014. On the 7th september 2014 the device failed a weekly auto self-test due to a low battery. A new pad-pak was installed on the 11th september 2014 and the device performed as expected up to the 9th august 2015. Multiple manual power ups, some of ten minutes duration where observed, between the (B)(4) 2015 and the final history log entry on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.